Manufacturer narrative:
Batch review performed on 20 april 2026 reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0&deg; (k170452) lot 2431798: (B)(4) items manufactured and released on 24-mar-2025. Expiration date: 02-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0207 lat. Glenosphere 36xd 24.5 (k193175) lot 2431798: (B)(4) items manufactured and released on 17-apr-2025. Expiration date: 02-apr-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0119 humeral reverse hc liner d 36/+0mm (k170452) lot 2419176: (B)(4) items manufactured and released on 03-oct-2024. Expiration date: 22-sep-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the investigation does not indicate any potential manufacturing related issue.

Event description:
At about 8 months from the primary, the patient came in presenting instability and the cause is unknown. There were no indications of trauma or bone quality issues. The surgeon revised the metaphysis, the glenosphere and the liner. The surgery was completed successfully.